Event description:
Customer reported pt was hospitalized due to dka. Customer stated that pt doesn't remember what happened to them or why or how they ended up in the hospital. Troubleshooting was performed. Pump passed all testing.